Manufacturer narrative:
The requested customer material, a laboratory water sample, was not returned for investigation. Contamination of the probe was not excluded as the troubleshooting did not solve the issue. The field service engineer performed all adjustments and the sample probe was exchanged. The investigation determined that the issue is consistent with insufficient maintenance and the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number was 750240 and the expiration date was not provided. Customer material was requested for investigation. No issues were identified during a review of the alarm trace data. Sample probe cleaning was performed as part of troubleshooting. The investigation is ongoing.

Event description:
There was an allegation of questionable magnesium (mg2) results for one patient sample tested on a cobas c 503 module. The initial magnesium result was 1.44 mmol/l and the repeat results were 0.796 mmol/l and 0.784 mmol/l. The questionable result was not reported outside the laboratory. The repeat result was believed to be correct.